Event description:
It was reported by the customer that she had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer was nine weeks pregnant at time of hospitalization. Blood glucose level at time of hospitalization was 42 mg/dl. Customer was provided with blood glucose monitoring education during admission. Attempted to troubleshoot further but customer declined and stated she believed the insulin pump had been functioning properly. Informed customer about her bolus setting and how they would affect her insulin delivery. Customer's blood glucose level was 316 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.